Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a coiled metallic wire is identified embedded in the lumen of the longer segment of fallopian tube') and genital haemorrhage ('gen. Abnorm. Bleed (general abnormal bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement, muscle tension, headache, throbbing pain, neck pain, abdominal pain, constipation, chest pain, painful l arm, right lower quadrant pain, dysfunctional uterine bleeding, stress and endometriosis. Concomitant products included nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and tramadol since (B)(6) 2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression and mental anguish, / psych injury"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish, / psych injury") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced migraine ("migraine / headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, vaginal haemorrhage and migraine outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, depression, anxiety, dyspareunia, abdominal pain, bladder disorder, urinary tract disorder and headache had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, embedded device, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per second followup in pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: vaginal haemorrhage, menorrhagia, dyspareunia, migraine, headache, depression most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events abdominal pain, gen. Abnorm. Bleed (general abnormal bleeding), bladder disorder, urinary problems, migraine and headaches added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a coiled metallic wire is identified embedded in the lumen of the longer segment of fallopian tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine enlargement, muscle tension, headache, throbbing pain, neck pain, abdominal pain, constipation, chest pain, painful l arm, right lower quadrant pain, dysfunctional uterine bleeding, stress and endometriosis. Concomitant products included nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and tramadol since (B)(6) 2012. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish,"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish,") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced migraine ("migraine / headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, embedded device, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: vaginal haemorrhage, menorrhagia, dyspareunia, migraine, headache, depression most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received: new events, "a coiled metallic wire is identified embedded in the lumen ofthe longer segment of fallopian tube, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, patient did not undergo essure confirmation test" were added. New reporter contact information was added. Patient's information was added. Patient's demographics were updated. Product information was added. Medical history was added. Concomitant medications were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.